Manufacturer narrative:
The device was safely removed from the patient. No deformation was noticed in the cutter, but it appeared something was stuck on the cutter. No pieces of the cutter were noticed to be missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: three photographs from the procedure were received. The first image is of the label with a blue surgical towel/drape with excised debris from the hawkone. The second image is a photograph of a cine image of the targeted vessel, due to the quality and clarity of the image the amount of tortuosity and calcification could not be determined. The third image is a photograph of a cine image of the targeted vessel, the vessel appears to have a slight about of tortuosity and the lesion appears to be calcified. The hawkone was received for evaluation. No ancillary devices from the procedure were received. The hawkone cutter catheter was received attached to its cutter driver. A sharp bend in the catheter¿s strain relief was noted. No debris was noted in the coil section of the cutter distal assembly. Sanguine biological debris and fibrous debris was noted proximal and distal of the cutterhead in the cutter window. The build up of debris would have affected the travel of the cutter head into and out of the cutter window. The thumb switch was moved distally but resistance was encountered. Tension in the catheter appeared to build up in the strain relief. The strain relief was straightened out and the thumb switch was again moved distally. The strain relief tore revealing a fractured drive shaft. The fractured drive shaft most likely happened during the attempts to advance the thumb switch against resistance resulting in the inability to advance the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician used the hawkone h1-m device with a non-medtronic 7fr sheath and 0.014 spider fx embolic protection device during treatment of a cto (chronic total occlusion-100%) in the patient¿s popliteal artery. The lesion was described as diameter 5-6mm in diameter and 250mm in length. Upon crossing of the popliteal the spider was placed, lesion was pre-dilated with a 3mm balloon and then the hawkone was introduced. The hawk was used 3 times here with successful cleaning in between each use. This was post dilated with a 5mm balloon followed by successful used of a 5x150 inpact and then a 6x120 inpact. The physician then wanted to use the hawkone in the patient¿s sfa. It was used successfully to make one cut in the sfa but the physician could not get the cutter to return into the nosecone. The device was removed from the patient and flushed multiple times but the cutter would not advance. A new device was used to complete the procedure. No patient injury was reported.